Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/18/2018. (B)(4). The manufacturer¿s international service technician confirmed the reported pressure issue and replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the pressure accuracy test (pvt test 4) at the 0cmh2o setting. There was no patient involvement. The event date was not specified; estimate used.